Event description:
After attaching the screw driver to the ao chuck attachment of power drill and then connecting the screw driver to the stryker locking screw, the surgeon tried to insert the locking screw with a low speed to the plate. After the screw was at a depth of about 10 mm, the tip of the screw driver suddenly broke. This occurred after finish completely inserting the first two locking screw.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.